Event description:
The pt's catheter was reported to be fractured. F/u with the pt's healthcare professional was recommended. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4): catheter.